Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. After inspection no problem found as the complaint states. It could be possible the insert was clogged; customer should check inserts for wear, damage or clogs to inserts. Unit check,tested and calibrated to manufacturing specifications. Water filter was replaced.

Event description:
In this event it is reported that g136 cavitron plus no water flow, tip was getting warm. No injury occurred.